Event description:
Pt underwent permanent procedure two level laminotomy with lamitrode 88 lead at t-9, t10 level without difficulty ans sales representative was present and confirmed that proper lead placement was confirmed fluoroscopical and on-table intra-operative stimulation was successful. The pt did not receive a transmitter and the system was not turned on. During recovery pt felt numbness and loss of sensation in the lower extremities. The lead was removed later that same evening.